Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked events, within the past month and a half and recently on (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site for all events was between breast area and abdomen. The set was in use for 3 to 4 hours. The bloods glucose level at the time of all events was high (specific value unknown) and patient resolved it with correction injection via multiple daily injection (mdi) followed by changing infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.